Event description:
It was reported that the device and lead were explanted and replaced due an increase in threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of increased threshold was not confirmed in the laboratory. The device was tested on the bench and was found to be normal. No anomalies were found.